Event description:
It was reported that the customer was hospitalized due to high blood lgucose levels. The customer adivsed that he would discontinue use of the insulin pump and sensor for a few months and restart on insulin pump therapy later. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.